Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular (lv) lead to be implanted exhibited detachment of a component and the tip of the head was damaged. The lead was replaced during the procedure on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of ¿lead to be implanted exhibited detachment of a component and the tip of the head was damaged¿ was confirmed. A complete lead was returned in one piece with stylet stuck inside the lead. The cause of the reported event was due to bunching of inner coil and ptfe coating of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly consistent with procedural damage.